Event description:
New plate primed and connected with no add'l problems. Arterial pressure good at 150. No vibration from blood lines. Arterial pressure then went to 400-500. Blood lines start vibrating. Questioned if blood going through dialyzer properly. Treatment stopped and replaced with new set up. No further problems. No injury, but delay in treatment.